Event description:
The customer ran a blood test on the contour next ez meter and recieved a reading of 63mg/dl, which was marked as a control test. When accessing the memory of the meter, the reading will be displayed as a control test.there was no allegation of an adverse event.the customer is expected to return the test strips for evaluation. New strips and meter were sent to him.